Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2020 reported actions/interventions taken to resolve the issue included the hcp decided to replace the catheter. It was noted that the unable to aspirate the catheter was resolved. The patient's weight was not known. The device status was noted as seems to be working fine. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving fentanyl (150 mcg/ml at 36.52 mcg/day) and bupivacaine (40 mg/ml at 9.738 mg/day) via an implanted infusion pump. It was reported the patient's pump was being replaced, on (B)(6) 2020, due to normal eri. The rep went to aspirate the catheter access port, cap, prior to replacing the pump and they could not aspirate. The hcp then decided to replace the pump and attempted with the new pump but the hcp still could not aspirate. The pump segment was revised but the hcp was still unable to aspirate. The pump was left in shelf mode and decided to bring the patient back to the clinic in 1 week and refill the new pump. Tech services recommended a cap aspiration at new appointment and caller was going to inform clinician of that. It was noted there were no therapy concerns and there was never any volume discrepancies with the pump. The patient was currently on fentanyl patches while they wait to bring the patient back to the clinic. It was noted there was drug at the tip of the catheter and a new pump segment was added that was clear and there was only sterile water in the reservoir. The plan decided upon was to program the pump to drug concentration of fentanyl 150mcg/ml and bupivacaine 40 mg/ml. The hcp wanted to keep the pump at the previous programmed rate of 36.52 mcg/day -- flow rate is 0.243 ml/day. It was reviewed that if they wait until next week the pump/catheter will only have sterile water as all the drug they could not aspirate out of the catheter at the case will have been dispensed.